Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation procedure. During the procedure, due to sudden ventricular tachycardia, the right ventricular lead was infected during cardiopulmonary resuscitation. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.